Event description:
It was reported by the health care professional (hcp) that the most recent pause events, stored by the insertable cardiac monitor (icm) device, did not appear to be physiologic. In addition, the patient was asymptomatic at the time of the events but reported wound pain at the incision site. It is suspected there is poor icm device placement and hematoma at the incision site; however, no confirmation on this matter was received at the time. Boston scientific technical services (ts) advised to check the patient at the clinic and attempt to reproduce the signal artifact. Other possible options, such as performing an icm device revision were also suggested by ts. Additional information was received indicating this patient had been examined at the clinic, where it was confirmed the icm device was no longer in its original position. Due to this reason, the device was explanted from the patient during the examination. A few days later, the patient underwent a surgical procedure to have a new icm device implanted as replacement. No additional adverse patient effects were reported. The explanted icm device has not been returned.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve device return status. As of today, requested information has not been received. If return information or any additional pertinent information becomes available in the future, a supplemental report will be issued.

Event description:
It was reported by the health care professional (hcp) that the most recent pause events, stored by the insertable cardiac monitor (icm) device, did not appear to be physiologic. In addition, the patient was asymptomatic at the time of the events but reported wound pain at the incision site. It is suspected there is poor icm device placement and hematoma at the incision site; however, no confirmation on this matter was received at the time. Boston scientific technical services (ts) advised to check the patient at the clinic and attempt to reproduce the signal artifact. Other possible options, such as performing an icm device revision were also suggested by ts. Additional information was received indicating this patient had been examined at the clinic, where it was confirmed the icm device was no longer in its original position. Due to this reason, the device was explanted from the patient during the examination. A few days later, the patient underwent a surgical procedure to have a new icm device implanted as replacement. Additional information was received indicating that when the patient was examined at the clinic, the physician decided to inspect the surgical wound. Upon inspection, it was noted that the surgical stitches were not holding the surgical incision, and that the icm device was protruding from the surgical wound. The physician then explanted the icm device, cleaned and closed the surgical wound. The patient was scheduled to have their wound revised at a later date. No additional adverse patient effects were reported. The explanted icm device has not been returned.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve information regarding product return; however, no information was obtained. If device is returned in the future, a supplemental report will be issued.